Event description:
Facility reported that "cut/slice in tubing of a.v. Fistula needle".

Manufacturer narrative:
The defect was found prior to use, thus no adverse event had occurred. This medwatch was filed as the user had sent the report to us FDA. Conclusion: based on DHR and preserved sample review, no discrepancy was reported. When there is a machine jam, operators assemble the sets in advance. When the machine starts working, the operators start to load the assembled parts into the jig one at a time with their right hand while their left hand will still be holding the assembled parts. During this loading process, there is a possibility for the cannula to cut the tube. Briefing was conducted to all operational staffs and inspectors for their awareness and to be more vigilant during 100% inspection.